Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the settings not available, out of regulation message was seen. The representative tried making changes to the pulse width and rate. Troubleshooting reviewed to reduce intensity down to zero and then increase and the representative tried that but the intensity would get set and they couldn't adjust any higher from the lower level set. It was noted that the out of regulation issue was on group a program 2 which was set at 12.5ma, 570 pulse width, 55hz using contacts 11, 12 and 13. The impedances for the used contacts were between 790 and 840 ohms. It was found that contact 9 was showing 10000 ohms but it wasn't being used in programming. The representative was going to add a fourth contact to see if they could get the ma value higher. The indication for use was non-malignant pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that it was unknown what troubleshooting was done or what the cause of the settings not available message was. The issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.